Event description:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi. The target lesions were located in the distal circumflex and the third obtuse marginal. The lesion in the distal circumflex was described as de novo, 99% stenosed, 30mm in length, non-thrombosed, with no calcification. The reference vessel was non-tortuous and 3mm in diameter. Pre-procedure timi flow was 2. The lesion was pre-dilated with a non-cordis balloon and a 2.75x33 cypher rx stent was successfully implanted at 14atms. A second 3x13mm cypher stent was successfully implanted overlapping the first cypher stent. Residual stenosis was 10%. Post-procedure timi flow was 3. The lesion in the third obtuse marginal was described as de novo, non-thrombosed, 25mm in length, 80% stenosed, with no calcification. The reference vessel was 2.5mm in diameter and non-tortuous. The lesion was pre-dilated with a non-cordis balloon and a 2.5x28mm cypher rx stent was successfully implanted at 10atms. On (B)(6) 2010 (10:50): ck = 569 (uln 200 iu/l), ck-mb = 3.8 (uln 6.4 ng/ml), troponin I = 0.02 (unl 0.05 ng/ml). On (B)(6) 2010 (00:49): ck = 374, ck-mb = 5.5, troponin I = 0.43. On (B)(6) (11:30): ck = 336, ck-mb = 7.5. As per the adjudication report, the ECG core lab reported persistent recent/acute anterolateral/apical t wave inversions, no new q waves and an inadequate tracing quality due to severe artifact. The site reported slight elevation of troponin and ckmb as "lab chemistry abnormality" probably related to procedure and possibly related to study stent. The elevation in enzymes was later diagnosed as a periprocedural mi based on the received adjudication minutes.

Manufacturer narrative:
Concomitant medications at the time of mi included ace inhibitors, aspirin, beta blocking agents, bivalirudin, plavix, coreg, hmg coa reductase inhibitors, nitroglycerin, pravachol, and prinivil. Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) male with medical history including previous coronary intervention, hyperlipidemia, hypertension, myocardial infarction, elevated cpk, and smoking. The target lesions were located in the distal circumflex and the third obtuse marginal. The lesion in the distal circumflex was described as de novo, 99% stenosed, 30mm in length, non-thrombosed, with no calcification. The reference vessel was non-tortuous and 3mm in diameter. Pre-procedure timi flow was 2. The lesion was pre-dilated with a non-cordis balloon and a 2.75x33 cypher rx stent was successfully implanted at 14atms. A second 3x13mm cypher stent was successfully implanted overlapping the first cypher stent. Residual stenosis was 10%. Post-procedure timi flow was 3. The lesion in the third obtuse marginal was described as de novo, non-thrombosed, 25mm in length, 80% stenosed, with no calcification. The reference vessel was 2.5mm in diameter and non-tortuous. The lesion was pre-dilated with a non-cordis balloon and a 2.5x28mm cypher rx stent was successfully implanted at 10atms. On (B)(6) 2010 (10:50): ck = 569 (uln 200 iu/l), ck-mb = 3.8 (uln 6.4 ng/ml), troponin I = 0.02 (unl 0.05 ng/ml). On (B)(6) 2010 (00:49): ck = 374, ck-mb = 5.5, troponin I = 0.43. On (B)(6) 2010 (11:30): ck = 336, ck-mb = 7.5. As per the adjudication report, the ECG core lab reported persistent recent/acute anterolateral/apical t wave inversions, no new q waves and an inadequate tracing quality due to severe artifact. The site reported slight elevation of troponin and ckmb as "lab chemistry abnormality" probably related to procedure and possibly related to study stent. The elevation in enzymes was later diagnosed as a periprocedural mi based on the received adjudication minutes. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with lot 15110619 presented no issues during the manufacturing and inspection processes. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00397, 3003742446-2012-00398, and 3003742446-2012-00399.